Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera ultrasound gastrovideoscope having poor insertion in the balloon channel (balloon channel cleaning brush could not be inserted smoothly). There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, balloon channel cleaning brush cannot be inserted smoothly, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, check for air leaks at the curved rubber joints, peeling (floating) of the curved rubber adhesive part recognized (glue is chipped and fragments fall into the body), curved rubber adhesive missing, scratches found on objective lens, adhesive part of the objective lens peeling off, peeling of the paint recognized on the air/water supply cylinder. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. The follow field updated: olympus will continue to monitor field performance for this device.

Event description:
Additional information received that the reported issue occurred during repair. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct the h6-problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed there was poor balloon channel penetration due to deformation but the cause of the deformation could not be specified. The event can be prevented by following the instructions for use (IFU) which state: "warning ¿ please do not hit or drop endoscopic tip, soft parts, curvature, manipulation, universal code, or scope connector section. Also do not bend, pull or twist the cable with a strong force. Doing do so may cause breakage, intracavitary damage, burn, hemorrhage, perforation, and there is a risk of loss of parts." Olympus will continue to monitor field performance for this device.